Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. The distal portion of the lead was returned, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to an unexpected shock from the right ventricular (rv) lead. A lead integrity alert (lia) was triggered on the rv lead due to oversensing with noise, high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The oversensing could be seen on electrograms when pocket manipulation and isometrics were performed on the patient. Oversensing on the rv lead could be seen when the atrial lead paces. The lead was found to have high thresholds with no capture, high impedance, and was suspect of a fracture. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.